Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to activate safety mechanism was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 22 ga x 0.75 in safestep infusion set. The returned product sample was evaluated and the needle was observed to be bent near the safety base. The following observations were noted during the sample evaluation: the needle was bent at the region where the needle extends from the base; microscopic examination of the sample found no supporting evidence of a specific root cause. A functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bend within the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. A lot history review (lhr) of ascys0107 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle was found bent after open the package. 1/8/2020 - returned device showed the bend in the needle prevent activation of the safety mechanism.